Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on unknown date due to a high blood glucose of over 600 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin pen. It was not reported whether the auto mode was active at the time of the call. Customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.